Manufacturer narrative:
D4 & h4: serial number, medical device catalog, medical device model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the faulty latch caused intermittent smart remote manager failure. The field service engineer replaced the latch and adjusted the housing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager refrigerator was failed. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.